Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that only one lead had migrated, the lead that was not fractured.

Manufacturer narrative:
Date of event is estimated. (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The issue was confirm via x-ray. As a result, the patient underwent surgical intervention on (B)(6) 2024 to address the issue. During the procedure, it was noted the patient's right lead had fractured. In turn, the fractured lead was explanted and replaced and the migrated lead was repositioned. Effective therapy was established post-operatively.